Event description:
Pt tested at lo on device and wa given 3 glucose tablets. Fifteen minutes later pt reportedly tested at 125mg/dl on the same device. No quality controls were used. Requested return of suspect device and replacement was sent.